Event description:
It was reported that the left ventricular (lv) lead exhibited an intrinsic amplitude which is out of range. The lead remains implanted. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).